Event description:
Voluntary medwatch received states that right ventricular lead exhibited impedance problem which triggered lead safety switch. No intervention was performed. There were no patient consequences.